Event description:
It was reported that the patient was experiencing leakage and had also been experiencing infections which had sent them to the hospital. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential failure mode could be "catheter leaking/ urine exiting a spray instead on normal stream". Therefore, the potential root cause for this failure could be " inadequate design of funnel". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it". It also states "prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories". Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was experiencing leakage and had also been experiencing infections which had sent them to the hospital. Medical intervention was unknown.